Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion set cannula crimped events on 14-dec-2024. The events occurred within three hours after insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-00723 - device 5 of 7